Event description:
It was reported that the device had error code 46440. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
E1: +61(02)88905555. One device was received for investigation. Lec 46440 confirmed in the device history log. The device was visually inspected and functionally tested. The reported complaint was confirmed due to a faulty mainboard. The mainboard was replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.